Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device logs show cgm glucose was high, not low, during the reported event period. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values it received. The ilet was appropriately triggering device and cgm glucose alerts. There were no cartridge changes logged in the device on the day of the event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was potentially caused by the dexcom g7 cgm reading inaccurately high leading to insulin delivery based on incorrect cgm glucose readings while the user was actually low. However, this cannot be confirmed without blood glucose data. It is also possible that the user did not complete the cartridge change process according to the device training and user guide and failed to rewind prior to inserting the cartridge, resulting in unintentional insulin delivery.

Event description:
On (B)(6) 24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 24. On (B)(6) 24 a beta bionics customer care agent followed up with the user about the event. The user reported wearing the ilet system and experienced an event leading to hospitalization. The user started using the ilet pump on wednesday, (B)(6) 24, and changed their cartridge on friday, (B)(6) 24. Later that day, the user was found unconscious in their garage with a glucose level of 22 mg/dl. The user's wife called paramedics for assistance. The emts transported the user to the ER. The user believes that the entire insulin cartridge was emptied into them, as it was found empty at the time of the incident. The user was treated with an IV and glucagon while admitted. The user was taking multiple medications, including levothyroxine and metformin, and had taken three additional medications during the first two days on the ilet pump. The user does not plan to return using the ilet.